Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material had adhered to the distal end/bending section cover, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be prevented by handling the device in accordance with the following chapters in the IFU: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the connecting tube was too soft. The device evaluation found that the distal end had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer before the device was sent back to olympus for repair. As per the customer, there was no delay in the start of pre-cleaning, the customer wiped the insertion section, there were no abnormalities with the accessories used in reprocessing. The customer pre-soaked the endoscope in the detergent solution, the customer wiped / brushed the insertion section with clean lint-free cloths / brushes / sponges, and it was unclear if there were any reprocessing concerns. Additional findings include the following: the bending section cover was dirty, the bending tube had a dent, the universal cord had a dent, the control unit was sticky due to water leakage, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera cysto-nephro videoscope had settling at the tip, it had no waist and could not enter the urethra. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the distal end had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.